Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted out from infusion set during priming and was required to prime or rewind more than once. The customer¿s blood glucose was unknown. Customer reported they received unexplained no delivery alarms. Customer stated that battery life diminished and insulin pump rejected new batteries. The insulin pump will not be returned for analysis.